Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient fractured her femur and had a locking distal femoral plate put on. She got a low grade infection they tried to control with antibiotics. The infection persisted so they took out implants and put in spacers to be revised at a later date. On 18-sep-2015, received clarification that "it was a non stryker locking distal femoral plate. All items, stryker and non stryker, were removed."

Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 939f; triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# snyxb; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# zshd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
Patient fractured her femur and had a locking distal femoral plate put on. She got a low grade infection they tried to control with antibiotics. The infection persisted so they took out implants and put in spacers to be revised at a later date. On (B)(6) 2015, received clarification that "it was a non stryker locking distal femoral plate. All items, stryker and non stryker, were removed."